Event description:
For approx 4 weeks (exact dates not given), the pt was unable to hear sound while using their sound processor. In 2003, the pt was seen at the center for device eval. External equipment was exchanged. However, the problem was not resolved. 4 days later, the pt was seen at the center for further device eval. Testing conducted confirmed that the device was no longer functioning. Surgery to explant the device is to be scheduled.